Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.